Manufacturer narrative:
An investigation will not be completed to determine the cause of this reported event. It was confirmed by the customer that the instrument was discarded, therefore it will not be returned. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument broke during the surgical task. A fragment fell into the patient and was retrieved laparoscopically during the same surgical procedure. The instrument and fragment were put together and all pieces were accounted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was discarded. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The time of use before the incident occurred was not tracked. There was no further treatment or intervention needed after the instrument broke. There was no injury to the patient and no further x-rays were done.